Manufacturer narrative:
Additional information: the patient also experiences hyperopia. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -7.0/+4.0/080 diopter, into the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise. The lens remains implanted.